Event description:
It was reported that a balloon rupture occurred. An agent dcb mr 2.50 x 30mm was selected for treatment. During the initial inflation of the agent device, the balloon ruptured after reaching 6atm. The device was able to be completely removed from the patient using the normal method, and the procedure was completed successfully using another of the same device. There were no patient complications.